Event description:
It was reported the patient was implanted within the last 2 weeks. The hcp (healthcare provider) believed that he didn¿t bury the catheter anchor enough. He felt that the anchor may be inhibiting wound healing. The hcp was considering going back in the spinal area and doing a revision of the anchor. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).